Event description:
The customer stated the insulin pump had a frozen screen, a battery out limit alarm, and button unresponsiveness. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.